Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the error alarm.

Event description:
It was reported that the customer's insulin pump was reset four times and after the battery was changed the device alarmed and error. No further information was provided.